Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient representative reported left side "replace breast prostheses due to the recall", "pain", "capsular contracture baker grade iii". Device remains implanted.

Event description:
Patient representative additionally reported against left side "circumscribed oval hypoechoic nodule" (non device related) and "swelling". Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required and f2303 medication required.